Manufacturer narrative:
The insulin pump unable to prime during prime test due to flush/loose drive support disk. No alarms noted. The insulin pump received with cracked case at lcd window corners, reservoir tube and battery tube threads. The insulin pump received with scratched lcd window and missing end cap sticker. The insulin pump powered up properly after battery installation. The insulin pump received with operating current within specification. No unexpected battery out limit alarms noted.

Event description:
Customer reported that she had high blood glucose of 487 mg/dl. Customer stated that her insulin pump is alarming motor error, squirting the insulin out during the manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.